Event description:
The dr reported that a posterior capsule tear occurred in the I/a mode when he released the footpedal to the #2 position. The procedure was completed and an anterior vitrectomy was not required. The lens positioned well and was not subluxated. The pt is reported as doing fine. Vitreous was observed near the pupil at the post-op exam. The dr inspected the I/a tips and found no burns or other issues.

Manufacturer narrative:
The co service rep examined the system and no problem was found. The system was then teted and met all product specs. No samples have been returned for investigation. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occassionally reported with cataract surgery. However, a review of the complaint trends results shows that the frequency reported is within known levels for this event. This report was mailed to FDA on 12/19/2008.